Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultra mini meter read inaccurately high in comparison to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, she obtained inaccurately high reading of ¿295 mg/dl¿ on the subject meter compared to a reading of ¿82 mg/dl¿ on her doctor¿s meter (unspecified device). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of oral medication (alogliptin; 25mg per day), diet and exercise and explained that she took insulin (unspecified type or dose) immediately after obtaining the alleged inaccurately high reading. The patient advised the csr that she experienced symptoms of ¿dizziness, weakness and felt groggy¿ approximately 30 minutes after she took the dose of insulin. The patient stated that she visited her doctor¿s office and performed a blood glucose test and obtained the reading of ¿82 mg/dl¿ which she compared to the alleged inaccurately high reading obtained on the subject device, and explained that she was treated by a healthcare professional with a ¿sweet¿. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr was unable to perform a control solution test as the patient did not have control solution at the time of the initial call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after the patient took a dose of insulin based on an inaccurately high reading obtained on the subject device.